Event description:
Additional information received on (B)(6) 2015 via complaint sample return indicates that two lot numbers were attributed to this event. An additional report will be submitted for the second lot number; refer to manufacturer report number 3006186389-2015-00506 for the description of the second report. It is unknown which lot number contributed to this event.

Manufacturer narrative:
Additional information has been received regarding this complaint: confirmation was received on 08/27/2015 that lot number 10213989 was the complaint lot number associated with the reported incident; it was also confirmed on this date that no adverse event was associated with the returned samples from lot number 10213991, which was previously reported under manufacturing report number 3006186389-2015-00506. A corrected follow-up MDR with this additional information has been submitted for manufacturing number 3006186389-2015-00506. (B)(4).

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Two unopened samples from the reported lot were evaluated, with one unopened sample meeting manufacturing specifications and the other unopened sample found to be out of specifications for an edge flash; one opened complaint sample received was found to meet manufacturing specifications. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A trend related investigation was performed and no trend could be identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The investigation is in progress. It is not known if a sample is returning for evaluation at this time. With the information available to date, an assessment of product conformance and device functionality has not yet been completed. A root cause has not been identified. No actions have been taken at this time. (B)(4).

Event description:
As reported by the optician, a patient experienced discomfort, irritation and swelling after 8-10 hours of contact lens wear. According to their ophthalmologist, the patient experienced an infection caused by the contact lens. Follow-up performed on (B)(6) 2015 with the optometrist indicates the patient¿s infection appeared the day after contact lens wear, and was diagnosed with an unspecified infection. The patient required medical assistance but was not hospitalized. The patient was treated with moxifloxacin ophthalmic and ¿fml¿ eye drops (once hourly during the first week, once every four hours during the second week, once every eight hours during the third week, and once every 12 hours during the fourth and fifth week). The infection has not yet resolved. Scarring was noted in the patient¿s left eye (os), but the patient stated it does not affect their vision. No further information has been provided.